Event description:
Event description guidant received information that the patient with this pacemaker had a syncopal episode and fell down. While he was laying on the floor, he had a second syncopal episode. The patient was admitted to the hospital and a check of the device revealed that it was functioning normally and there were no recorded events that correlated with the patient's syncopal episodes. The physician programmed sudden bradycardia response on. The patient had no further complications and was discharged from the hospital. Additionally, the implant date in the patient data file was incorrect and the field representative requested information regarding this issue. The physician expressed concern with advisory communications, however, this device is not on advisory. Guidant received additional information that this might have been a vasovagal episode with a sudden decrease in blood pressure.